Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the controller was not returned for evaluation. Log file analysis revealed two controller power up events on (B)(6) 2021 at 1:39:59 and 3:26:43. The data point prior to the loss of power at 1:39:59 revealed that (B)(6) was connected to power port one with 44% relative state of charge (rsoc) and (B)(6) was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two. Data point prior to the loss of power at 3:26:43 revealed that (B)(6) was connected to power port one with 84% rsoc and (B)(6) was connected to power port two with 88% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were recorded leading up to the losses of power. The controller was without power for 12 seconds and 45 seconds, respectively. Additionally, review of the alarm file revealed two controller fault alarms logged on (B)(6) 2021 at 02:14:23 and 04:01:07, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two years. As a result, the reported event was confirmed. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had exhibited a controller fault alarm due to a deleted internal battery, and also exhibited double disconnects associated with ventricular assist device (vad) stops. The controller was exchanged. No patient complications have been reported as a result of this event.